Event description:
It was reported that the p-wave and r-wave sensing has been diminishing since implant. Reprogramming occurred during testing. The patient will continue to be monitored. The lead remains in use. No patinet complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.